Event description:
After procedure started, a hair was found in the pack on the outside of the basin. The surgical team was made aware. This did not reach the patient, however, it was not saved since the procedure was already progressing, and staff needed to work quickly to replace supplies. Per site reporter: the field representative was notified and he will open a complaint with medline's quality team.